Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer was switching off and on and was not working properly; the programmer was tested with no observations. The programmer was cleaned and calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was "switching off and on," and was not working properly. The programmer has been returned for repair. No patient complications have been reported as a result of this event.